Event description:
The recipient reportedly experienced a skin flap infection. On (B)(6) 2023 the recipient underwent a procedure to address the infection. The recipient was prescribed rifampin and advised to discontinue use.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed and has resumed device use with an off ear solution. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.